Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost the charger during a domestic dispute. As a result, she has been unable to recharge the ipg in several months. Troubleshooting with alternate external devices was attempted by the sjm representative to no avail. Follow-up identified surgical intervention was undertaken, explanting and replacing the ipg. The issue is resolved.